Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. The cause could not be determined.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter technical services, the following was reported. The patient was hospitalized for an unknown indication and experienced peritonitis. On an unreported date, the patient was prescribed with injection vancomycin (2gm, weekly once for 2 weeks, ip) for peritonitis. The cause of peritonitis was unknown. The outcome of this peritonitis event is unknown.